Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: cat45e/cat45f; 15546-aw rev d 06/2016; using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: (B)(4) (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system) new system: (B)(4) (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
The customer reported her blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that the cannula was not properly inserted into the skin. The pod was worn between 1 and 4 hours.